Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the hub separated from an unknown 14french mac-loc drainage catheter. The device was placed in the patient on (B)(6) 2025 for use as a chest drain. On (B)(6) 2025, at different facility, the patient called for assistance at 7:30am and reported "something is leaking because I am wet". Upon examination, fluid was found in the bed, and the chest drain dressing was wet. The nurse noted the catheter had disconnected near the 3-way tap. A photo provided by the customer shows the hub separated from the shaft of the catheter. As a result, the drain was immediately clamped with forceps, and the area cleaned. The doctor was notified and requested removal of the drain. There are no plans to replace the drain. Patient activity level was described as "mostly sedentary due to reduced oxygen saturation with exertion". Her oxygen requirement increased from a baseline of 1l to 4l. It is unknown if the increased oxygen requirements are related to the drain. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, manufacturing instructions, and instructions for use (IFU) as well as a visual inspection of the returned device, were completed during the investigation. The complaint device was returned for evaluation in a used and damaged condition. A visual inspection found that the catheter, including the flare, had separated from the mac-loc adaptor. The flare was found to be intact, with no material elongation. As a result of the separation, the black suture string became exposed but remained intact with no breakage. The cap and the mac-loc adaptor passed the gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The hospital was unable to confirm the exact lot number of the complaint device. However, they listed a few possible suspect lot numbers. A review of the device history record (DHR) for the possible complaint lots found relevant discrepancies in which all were scrapped prior to further processing. It should be noted that there were no other complaints associated with the possible product lot numbers. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, DHR, IFU, and device evaluation suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design contributed to the reported failure. The user did not notice any damage during the initial placement. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be verified. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub separated from an unknown 14french mac-loc drainage catheter. The device was placed in the patient on (B)(6) 2025 for use as a chest drain. On (B)(6) 2025, at different facility, the patient called for assistance at 7:30am and reported "something is leaking because I am wet". Upon examination, fluid was found in the bed, and the chest drain dressing was wet. The nurse noted the catheter had disconnected near the 3-way tap. A photo provided by the customer shows the hub separated from the shaft of the catheter. As a result, the drain was immediately clamped with forceps, and the area cleaned. The doctor was notified and requested removal of the drain. There are no plans to replace the drain. Patient activity level was described as "mostly sedentary due to reduced oxygen saturation with exertion". Her oxygen requirement increased from a baseline of 1l to 4l. It is unknown if the increased oxygen requirements are related to the drain. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D - product identifier: the exact device is currently unknown. A possible gpn was provided: g09504. The information below is for this suspected device: d1 - brand name: ultrathane mac-loc locking loop multipurpose drainage catheter d2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje d4 - catalog#: ult14.0-38-25-p-6s-clm-rh; model#: g09504 e1- department: clinical facilitator e1- phone number: (B)(6). H3 - device evaluated by mfg?:device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.